Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scar tissue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels increased while wearing the pod for between 49 and 71 hours. The patient developed scarring from the pod's cannula and was diagnosed with encapsulin. The patient was advised to change the pod every two days instead of three.